Event description:
Air leaked from the connector of the cannula; it pulled apart easily when tugged gently.

Manufacturer narrative:
If it was not noticed right away the patient could become hypoxia.

Manufacturer narrative:
If it was not noticed right away the patient could become hypoxia. Complaint history reviewed. There has been 1 similar complaint in the previous 24 months for 16soft-inf cannula (cc-07061). Most likely root cause of issue is the bond between the tubing and wye deteriorated. This can occur for several reasons, such as: accelerated aging or improper storage/transit conditions, not enough bonding agent being applied during assembly, improper insertion depth of the tubing, or long-term use of the cannula. Storage and use conditions are noted on the IFU, and it is generally recommended that cannulas are replaced every 14 days. Previous corrective actions were implemented in early 2022. : visual aid 211 was updated, a quality alert was generated, the assembly and packaging area personnel were trained. An awareness talk was given to operational and quality personnel about senko's customer complaints in february 2022. (See cc#7360). Risk(RMA-20017a): r101: low oxygen delivery - cannula tubing adhesive bonds deteriorate resulting in leaks prior to first use - s=8 o=1 rpn=8. Rpn < 25, therefore risk is acceptable.

Event description:
Air leaked from the connector of the cannula; it pulled apart easily when tugged gently.